Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient received an inappropriate shock while sweeping her home. No therapy exhaustion. Subsequently, the patient was taken to the hospital where it was decided to turn tachy therapy off. Isometrics were performed in an effort to confirm any lead issues, however, no noise was reproduced. The patient was then transferred to another hospital to perform a therapy upgrade on her implantable cardioverter defibrillator (ICD) system, as the patient required a dual chamber device. While the implant procedure was taking place, this rv lead showed an issue near the clavicle, the stylet was unable to advance in the lead for just a couple of inches. This rv lead was then explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock while sweeping her home. No therapy exhaustion. Subsequently, the patient was taken to the hospital where it was decided to turn tachy therapy off. Isometrics were performed in an effort to confirm any lead issues, however, no noise was reproduced. The patient was then transferred to another hospital to perform a therapy upgrade on her implantable cardioverter defibrillator (ICD) system, as the patient required a dual chamber device. While the implant procedure was taking place, this rv lead showed an issue near the clavicle, the stylet was unable to advance in the lead for just a couple of inches. This rv lead was then explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: b2 (outcomes attrib to adv event): was corrected to "required intervention to prevent permanent impairment/damage". Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. This lead was returned severed in two segments, 15.7 centimeters (cm) from the terminal pin. Visual inspection showed the helix stretched, bent to one side, and the tip portion severed. Detailed analysis confirmed fractured conductors (all three filars of the rs-conductor), around 28 to 29 cm from the terminal pin. The fracture characteristics were consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of inappropriate shock and difficult-to-insert were likely caused by the confirmed fracture.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: - b2 (outcomes attrib to adv event): was corrected to "required intervention to prevent permanent impairment/damage". Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. This lead was returned severed in two segments, 15.7 centimeters (cm) from the terminal pin. Visual inspection showed the helix stretched, bent to one side, and the tip portion severed. Detailed analysis confirmed fractured conductors (all three filars of the rs-conductor), around 28 to 29 cm from the terminal pin. The fracture characteristics were consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of inappropriate shock and difficult-to-insert were likely caused by the confirmed fracture.

Event description:
It was reported that this patient received an inappropriate shock while sweeping her home. No therapy exhaustion. Subsequently, the patient was taken to the hospital where it was decided to turn tachy therapy off. Isometrics were performed in an effort to confirm any lead issues, however, no noise was reproduced. The patient was then transferred to another hospital to perform a therapy upgrade on her implantable cardioverter defibrillator (ICD) system, as the patient required a dual chamber device. While the implant procedure was taking place, this rv lead showed an issue near the clavicle, the stylet was unable to advance in the lead for just a couple of inches. This rv lead was then explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.